Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that indications for use. It was reported  that for the past month their device has not been working at all because they aren't getting the "signal"- caller did not clarify this statement  caller states that since they weren't getting a signal they attempted to use the programmer a couple of weeks ago, but cant get past the poor communication screen. Caller states that they replaced the batteries in the programmer but that did not resolve the issue. Caller states that they went to the doctors office and the doctors office recommended to get the ins battery checked, but wanted the caller to call patient services to troubleshoot poor communication first. The circumstances that led to the reported issue were unknown. On the call, the caller received poor communication with and without the antenna. Due to the age of the battery, patient services redirected to doctors office. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.